Manufacturer narrative:
A ge oec service rep investigated the issue and activated the dynamic tracking system and metal rejection. The system lock-up could not be duplicated, but the facility has construction that may have caused the lock-up event. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a lock-up during a procedure. Also image quality issues during same.